Event description:
It was reported that an outer-grip locking fem implant impactor is broken. As this was noticed in a non-surgical environment, there was not any patient involved.

Manufacturer narrative:
H6: the associated device, intended for use in treatment, was returned and evaluated. A visual inspection of the returned outer-grip locking fem implant impactor confirms the orange piece that supports the head of the device is broken off. The device also has a piece of the metal on the head of the device that¿s fractured with signs of extensive use. A review of complaint history did not reveal additional complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.